Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's generator depleted prematurely. The patient is scheduled for a battery replacement and the patients mother was expecting the device to last longer before a replacement was needed. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. Implant card was received indicating patient had a battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device was received into product analysis. Product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.